Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was not observed. Both haptics are intact. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned positioned incorrectly in lens case. The lens is immersed in solution. One haptic is bent/deformed. Both haptics are intact. No fractured haptic observed. No root cause identified as both haptics are intact. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested. (B)(4).

Event description:
A customer reported a haptic was fractured in the injector and the posterior capsule ruptured. A backup lens was used for the procedure. Additional information has been requested.